Manufacturer narrative:
Findings: unit received with contamination pin #6. However unit passed functional testing.

Event description:
It was reported by the customer's mother that the customer was not getting any alarms with the transmitter. Customer stated that the transmitter was not responding. Customer does not believe the issue is the sensor or the pump. Customer stated that he has been waking up with a blood glucose level of over 600 mg/dl. Transmitter is not communicating to the pump. Customer has been experiencing high blood glucose levels. Transmitter will be replaced. No further assistance needed.